Event description:
The caller reported that the t:slim x2 pump battery failed to charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various solutions, such as using different charging cables and adapters, but none resolved the issue. Consequently, technical support arranged for a replacement pump to be provided. The customer was informed about the shipping details and instructed on returning the faulty pump. They confirmed understanding of the instructions and arrangements.